Manufacturer narrative:
Trace files have been supplied to hamilton company, and we are trying to reproduce the error. To date, the investigation is inconclusive.

Event description:
Hamilton company was informed on november 1, 2004, of an event that occurred in 2004, in which the hamilton microlab at + 2 instrument reportedly truncated two digits off a sample barcode. No death or injury resulted from this event. This report is associated with hamilton customer complaint number 9132.